Manufacturer narrative:
The actual device was not returned to the MFR for physical eval. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the device record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis nurse reported that a pt on a fresenius liberty cycler suing continuous cycling peritoneal dialysis (ccpd) experienced peritonitis through touch contamination. It was also stated that the pt was discharged from the emergency room on (B)(6) 2015. The exact date of the event was not provided. The nurse further stated that the event was not related to the cycler and that the pt was performing treatments and has not reported any new complications. No further info was provided.